Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After the endoprosthesis was deployed, intra-procedure angiography revealed that the left internal iliac artery was unintentionally covered by the ipsilateral leg. Reportedly, it was hard to see the bifurcation of the left internal iliac artery in an intra-procedure angiography performed before the deployment of the ipsilateral leg, and it might lead to the misplacement of the endoprosthesis. Blood flow to the right internal iliac artery was kept, and the physician elected to monitor the patient. The procedure was concluded, and the patient tolerated the procedure.